Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer had high blood glucose level of 468 mg/dl. Customer was not using auto mode. Customer had blood glucose level of 301 mg/dl. The insulin pump will not be returned for analysis.